Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop prostate cancer. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop prostate cancer. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer product investigation laboratory for further evaluation. The internal and external aspect of the device was evalauted and the manufacturer observed dust/dirt contamination inconsistent with degraded sound abatement foam throughout the top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert and the manufacturer also observed an unknown contaminate inside the top and bottom enclosures and inside the ui and rear panels. Evidence of liquid ingress was also observed on the p4 power connector. A keratin-like substance was observed on the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but evidence of water ingress and dust contamination was observed and are consistent with being from an external source.